Event description:
Pt underwent a aorto-bifemoral vascular reconstruction on 2004. It was reported that, for unk reasons, pt died three days later. Physician did not make any allegation of product deficiency.